Event description:
Patient reported she needed a new delivery system. The one she got didn't fit together and there were pieces missing. Unknown if patient missed a dose. No adverse events reported. Unk if patient has defective device on hand for possible return. No additional information reported. Indication: chronic obstructive pulmonary disease, unspecified. Reported to (B)(6) by pt/caregiver.